Manufacturer narrative:
(B)(4).

Event description:
It was reported that a message asking for a new sensor during warmup occurred. Data was evaluated and the allegation was confirmed. The probable cause was determine to be restart detection. In addition, early sensor expiration was found in connection to the reported allegation. The probable cause for the early sensor expiration could not be determined. The reported event of a message asking for a new sensor during warmup is reportable based on the finding of an early sensor expiration. No injury or medical intervention was reported.